Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch basic meter would not turn on. The pt tests his blood glucose 4-6 times a day. He takes humalog insulin on a sliding-scale based on his meter readings. The pt admitted that the alleged meter issue started on a day before, in the afternoon after he dropped the device in a toilet. As a result of the alleged meter issue, the pt started taking decreased doses of sliding-scale insulin since he could not test his blood glucose and was afraid of developing symptoms of hypoglycemia. The pt took 5-6 units of insulin instead of his normal 8-12 units. At an unspecified time after the reported issue began, the pt developed symptoms of feeling flush, sick, tired, sleepy, and dehydrated. The pt administered self-care after the symptoms developed by drinking more water. He denied seeking or receiving medical intervention from a health care provider and was not tested on another device during the time of concern. The meter; test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with hyperglycemia after the alleged meter issue began. As a result of the meter issue, the pt had taken lower dosages of sliding-scale insulin.